Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text: (B)(6) 2018, erp_rfc_user related: (B)(4); complaints text: (B)(6) 2018, erp_rfc_user related (B)(4); complaints text (B)(6) 2018, erp_rfc_user related (B)(4); complaints text: (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2018; (B)(6) - initial notes: initial notes: customer called inquired what led up to the complaint. Customer response: I'm having a problem with my guardian sensor. The one that I had in, I put it in last wednesday, and it told me to change it. I put another one and it says searching. Lost sensor signal alert (guardian sensor 3) t/s per (B)(4). Expl alert and possible causes. Connection icon is not green. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6) 2018 @ 7:10pm/ inserted the sensor right leg. Activity at the time of the alert was: I was walking, going for a walk. Sensor age (time left). Found: --.-. Serter material: mmt-7512na . Sensor material and expiration date is: mmt-7020a/ exp: 2019/02/20. Lot # is: hg2anjv. Adv to ensure the pump is located within 6 ft. Of the transmitter. Adv to move pump to a new location away from cell phones and closer to the transmitter. Adv that communication between the pump and transmitter should resume within 5-7 minutes. Adv connection icon will turn green and missed data will back fill when communication is re-established. Adv strong rf interference in the environment may lead to possible signal interference alert and to follow pump screen instructions if this occurs. Adv to continue sensing. Adv to monitor the pump and call back if additional assistance is required. Customer's outcome pertaining to the complaint: continued to t/s for the change sensor. Additional notes: bg: doesn't know; asked customer to review the alarm history: lost sensor change sensor. Inquired what led up to the complaint. Customer response: continued to t/s change sensor. Change sensor (guardian sensor 3) t/s per (B)(4). Expl alert and possible causes. Customer reports consecutive change sensor alerts with different sensors. Customer is unable to run the watertight tester procedure. Expl watertight tester procedure and why it is required. Customer's outcome pertaining to the complaint: informed customer that we would replace the sensor. Additional notes: customer had gone to the dr's and had gotten some steroids. He had been at 400. Asked customer if he would like to t/s for the high bgs and customer declined. Bg: 149 sensor updating. Change sensor. Customer removed the sensor and noticed that the cannula was flat. Ship: 1 mmt-7020b 1 cs can lg le / return: 1 mmt-7020a.